Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via the manufacturer¿s representative (rep), who reported the patient had a multitude of health issues including urinary tract infections (uti¿s), pneumonia, and other problems. The patient fell on (B)(6) 2020 but had no pain with their device since the fall. The patient later responded stating they had generalized dystonia which contributed to them falling for which they had a deep brain stimulation (dbs) device and a baclofen pump. The patient stated anytime they got an infection anywhere in tehir body their dystonia increased resulting in increased falls. The patient tended to have frequent uti¿s and their first symptom was their balance. To resolve the issue of falling the patient had their uti¿s cleared. Additional information received from the manufacturer¿s representative (rep) reported the patient was in the emergency room last wednesday due to respiratory problems and was on zithromax for one year going forward. They also stated their urine analysis was questionable and they were now on macrobid. The patient also stated they found a cyst on their right kidney and a non-moving kidney stone. The healthcare provider (hcp) referred the patient to infectious disease with an appointment scheduled for (B)(6) 2020. It was noted they were going to be removing the patient¿s urinary device and replacing it with another companies. When therep. Saw the patient on (B)(6) they were slowly allowing patients back in and the patient had an impedance on electrode 0, 1, and 3. It was noted they were going to remove the device as the patient had a lot of falls so that could be the source of the impedance. No further complications were anticipated.